Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that positioning problems were encountered. The 60-80% stenosed target lesion was located in the moderately tortuous and non-calcified inferior vena cava (ivc). A 75cm 18x60/10fr uni plus wallstent endoprosthesis was advanced; however, the device jumped to different location than the physician was meant to deploy from the ivc to the renal vein. The procedure was completed with the original device. No patient complications were reported and the patient's status was stable.